Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 11.2, 10.6, 107, 10.2 mmol/l. The customer¿s expected fasting blood glucose test result range is 6-8 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 11.2 mmol/l, date: (B)(6) 2020, time: 23:34, fasting, result 2 : 10.6 mmol/l, date: (B)(6) 2020 time: 22:25, fasting, result 3 : 10.7 mmol/l , date: (B)(6) 2020, time: 21:49, fasting, result 4 : 10.2 mmol/l , date: (B)(6) 2020, time: 22:54, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: this complaint event took place outside of the united states (australia). Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-23-002.